Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a loss of capture in the right ventricle at outputs of 5.0 volts. R-wave measurements were 0.5-0.8mv. The patient had undergone bypass surgery and had an lvad implanted. The surgery was very long; once complete, a temporary pacer and defibrillation pads were places on the patient. It was reported that the patient received anti-tachycardia pacing (atp) and shock therapy. Electrograms showed noise with intermittent spikes. Oversensing was suspected. A boston scientific technical services consultant discussed possible lead damage from the surgery or tissue damage.